Event description:
The patient reported with 2 of the devices the needle button locked down however after 2 hours patient felt a stinging sensation and noticed the needle button popped back up. The patient state he did not hit the needle release button.